Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump alarm. Customer reported that they were swimming when they received critical pump error. The customer¿s blood glucose level was 100 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 250 mg/dl. Customer reported they received open book error image. Customer removed the battery and replace it but they ended with open book image. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.